Event description:
A malfunction was reported on a pump, identified by the customer as a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised that they could continue using the pump and instructed to contact support again if the issue reoccurred, which they acknowledged and understood.